Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the customer had a diluent leak at the tubing through pinch valve pv48. The fse replaced the tubing to correct the issue. The reported error messages were not observed or reproduced by the fse. (B)(4).

Event description:
The customer reported a fluid leak of approximately 50ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer also reported receiving diluent comparison out of limits and pressure errors. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.